Manufacturer narrative:
E4. The initial reporter also notified the FDA on 18 sept, 2023. Medwatch report # mw mw5145976 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the verbatim: bd alaris IV tubing set is snapping at the connection near the drip chamber while patient is undergoing chemo treatment.

Manufacturer narrative:
The customer reported that the bd alaris IV tubing set is snapping at the connection near the drip chamber while the patient is undergoing chemo treatment. A video was submitted by the customer of the separation. The video shows an infusion set tubing separating from the lower pumping segment fitting when a force pulling on the tubing was applied. The customer complaint of a separation of the infusion set tubing from the lower pumping segment fitting was verified by review of the customer video. A root cause could not be determined because a physical sample was not returned. A device history record review could not be performed because the lot number is unknown this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 2420-0007. Batch number: unknown. It was reported by customer that bd alaris IV tubing set is snapping at the connection near the drip chamber while patient is undergoing chemo treatment. Verbatim#: rcc received a complaint via email. Email(s) attached. Bd alaris IV tubing set is snapping at the connection near the drip chamber while patient is undergoing chemo treatment.